Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported via phone call that the customer was hospitalized due to blood glucose level. Blood glucose reading was unknown at the time of incident. It was reported that the customer was hospitalized either due to diabetic ketoacidosis or low blood glucose level. They did not state how they treated for the blood glucose readings. Troubleshoot could not be performed. The insulin pump will not be returned for analysis.